Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: g4, g7, h6 and h10. The investigation indicated there is no repair history of the subject device. A review of historical data revealed that there had been similar cases in the past that had been addressed in CAPA. The DHR review indicates that the device was shipped in accordance with the standard specifications. Instructions for use (IFU) includes detection method for this event. The reported event was properly detected in accordance with the IFU. "3.3 inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. In order to prevent occurring this event, warnings and cautions about a way of handling the endoscope which may result in damages in the bending tube is described in the addendum IFU ¿instructions for safe use¿ in the package contents. If the user follows the instruction, damages in the bending tube can be decreased. However, because of deviation of the user¿s usage from the instruction, it was assumed that the bending tube was damaged.¿ cause: when inserted into the lower kidney calyx or urinary tract by the user, the endoscope is excessively pushed while its bending section is bent. It is presumed that the cause was an irregular force was applied to the image fiber because part of the bending section was partially refracted due to the breakage of the bending tube. Countermeasure: in order to prevent occurrence of this event, the legal manufacturer changed design of the bending tube not to damage the patient¿s body cavity even if the bending tube was broken. There had been no further adverse event reported since then.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, excessive broken fibers were found while evaluating the image quality. A hole causing a leak was found and the rubber was cracked. A burn mark, discoloration and scratches were found on the body. The bending section had a broken skeleton with the metal ring sticking out which caused a low angulation. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an image problem on a fiberscope. The fiberscope had broken fibers. No patient involvement or injury was reported. No additional information has been obtained.